Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm a problem. The lot number was crbdb0, serial number (B)(4), product code 82-3136. The position of the cam when valve was received was 40mmh2o. The valve was visually inspected, a needle hole was noted in the needle chamber, no defects were noted, the valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. What seem to be more needle holes were noted in the silicone housing near the valve casing. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested; the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3136 with lot number crbdb0, conformed to the specifications when released to stock on the 28th february 2014. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
No replacement needed. Valve seemed to flow quicker than normal in the 10-15mm range on the manometer test. Md would like valve tested and be notified of the results. On (B)(4) 2014 in a conversation with (B)(4), she confirmed that the device was infact revised. Also, based on direction from the rep, replacements are not needed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.